Event description:
It was reported that the patient underwent "left lateral fusion of l1, l2, and l3 using [rhbmp-2/acs]. Severe pain within two weeks following surgery. Was hospitalized and was diagnosed with erythema nodosum, an extreme inflammatory reaction. Platelets increased "10 1,000,000". Left leg has permanent nerve damage. Hematologist said it could possibly be an allergic reaction to infuse due to my autoimmune spherocytosis. Prior to my 2011 back surgery, the surgeon stated I needed another surgery due to increased stenosis l4-l5 validated by an MRI. I told him I felt I had a reaction to infuse from my 2005 surgery. He had never heard of such a thing and said he would use infuse. One month following the surgery I experienced significant pain and leg spasms."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Also see medwatch report no. 1030489-2012-00451.